Manufacturer narrative:
Correction: describe event or problem: it was reported that before the use of the 1 ml bd¿ slip-tip disposable tuberculin syringe, customer noticed white residue on the syringe. 4 devices were affected by this malfunction. There was no report of exposure, injury or medical intervention. Investigation summary: four opened packaged 1ml s/t syringes were received and visually evaluated. The packages were from batch #7302919 (B)(4). All 4 syringes were found to have varying degrees of cloudy tip condition. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Cloudy tips are a result of normal molding process. Over time a small amount of plastic build up or residue occurs in the mold causing this defect. It is remedied by polishing the mold. The cloudy tip defect is cosmetic and does not pose risk to the customer. Potential root cause for the cloudy tip defect is associated with the molding process. Since the defects observed are within the acceptable limits, no corrective actions are necessary.

Event description:
It was reported that before the use of the 1 ml bd¿ slip-tip disposable tuberculin syringe, customer noticed white residue on the syringe. 4 devices were affected by this malfunction. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before the use of the 1 ml bd¿ slip-tip disposable tuberculin syringe, customer noticed white residue on the syringe. There was no report of exposure, injury or medical intervention.